Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The yaw pully is not thermally damaged. There was a piece of the wire completely detached from the wire itself. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during central processing, fenestrated bipolar forceps had black cable on tip of instrument damaged. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the central processing staff could not see the type of damage, it was too small. The instrument was inspected before use and no damage to the instrument was identified. No loss of cautery was noted by the surgeon during the last case it was used. There were no signs of thermal damage or any arcing observed.